Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the clinical supervisor indicated the surgeon who performed the repair on the leak stated that he was not sure if it was the clip that caused the leak. The surgeon stated that there was a stone in the common bile duct which caused pressure in the cystic duct area where the initial surgeon had placed the original clips. When the surgeon went in to repair the bile leak there was one clip that had fallen off. There were several clips placed at the time of the original procedure. The leak was repaired and the case was completed with no further patient consequence. A few days later the patient returned to the hospital and was admitted for pancreatitis. The patient remained in the hospital an additional 4 days and the pancreatitis was resolved. The patient has been released. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that the initial laparoscopic cholecystectomy procedure occurred on (B)(6) 2013. The patient came back into the ER and it was detected that there was a bile leak. It is unknown how the bile leak was detected or repaired. The clinical coordinator is going to check with the surgeon that performed the initial procedure to see if there were any issues with the device or patient consequence. The clinical coordinator is going to try to speak to the surgeon that repaired the bile leak. If she cannot speak with the surgeon that repaired the leak, the clinical coordinator will try to get the op-report of the procedure. The device was discarded.